Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text: see h.10.

Event description:
It was reported that an unspecified bd tube, was used after the expiration date. No patient impact reported. The following information was provided by the initial reporter: "customer inquired if sample can be used if collected in tube past expiration. Customer stated tube expired on 8/31/23 and sample was collected on (B)(6) 2023."